Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The hcp reported that the battery failed. The hcp reported that the ins was replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that an elective replacement indicator (eri) was seen on (B)(6) 2017. The hcp reported that the device was working well but the patient was getting notifications that the battery was to expire soon. The hcp reported that they replaced the battery before it failed. The hcp reported that the cause of the failed battery was end of life as it was originally placed (B)(6) 2008. No further complications were reported.